Manufacturer narrative:
The reported malfunctions were duplicated at zoll medical corporation and attributed to a faulty transistor on the pace/defib engine board. The pace/defib engine board was replaced to remedy the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.